Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6b, h4, h.6.

Event description:
Device was explanted and replaced.

Event description:
Healthcare professional reported left side "rupture" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6, h11.

Event description:
Healthcare professional reported left side "rupture" confirmed via ultrasound. Device was explanted and replaced.